Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system went shut down. Review of the system log file showed the x-ray generator error. To resolve the issue fse replaced internal battery in kv/ma pcb (gen), performed new calibrations in tube and created ghost on system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shut down. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the internal battery on the kv/ma pcb (gen) and calibrated the system. The device returned to expected functionality.